Manufacturer narrative:
Correction/removal #: 3012642695-02/19/21-002-c. This is report 9 of 32 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient. No secondary testing has been reported for this patient. Lot 5000305 has been placed into quarantine due to observations of a higher potential for false positive results. A root cause analysis and corrective/preventive action plan are pending completion.

Event description:
This is report 9 of 32 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient.